Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. On the date of the event, the patient was treated for infection. The surgeon performed an incision and drainage procedure ane exchanged the onlay insert component.

Manufacturer narrative:
As part of a normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. At this time, there is no evidence to suggest that the poly insert caused or contributed to the patient's infection. A tibial insert, or ploy, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly also acts as the main contact surface in the joint.